Event description:
It was reported that the right ventricular lead dislodged and was close to the tricuspid valve. When attempting to reposition the lead, the insulation was damaged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.